Event description:
Clinical report states there was an intraoperative pelvic bone fracture. The fracture was treated with an open reduction internal fixation and screw fixation. (B)(4) 2013 - additional information was received from clinical. The patient was also experiencing squeaking and snapping in their hip. The head and liner are being added for the squeaking and snapping. Update received 01/21/2014 - the complaint is being changed from MDR-no to MDR-yes because it was reported that the patient's right hip was revised on (B)(6) 2014 to address metallosis. Update received 6/10/2014 - additional information received from clinical. Clinical report states that patient was also experiencing osteolysis. Update rec'd 07/01/2014 - patient's medical records were received. Records indicate the patient was revised to address pain, osteolysis, and increased metal ion levels. Also noted, the patient's acetabular cup was malpositioned and they were experiencing some squeaking in their hip. The patient's head and liner are being added to the complaint at this time. The complaint was updated on: (B)(4) 2014. Update- medical records indicate dor: (B)(6) 2014 (right hip). Update rec'd 9/22/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort, pseudotumor, difficulty ambulating, elevated cobalt and chromium levels, and infection. There is no new additional information that would affect the outcome of the MDR decision. Update 1/5/2015 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, increased metal ions (no labs provided), metallosis, osteolysis, and cyst around the acetabulum. There was no mention of infection, pseudotumor, or malpositioned cup was previously stated. During the primary operation, the medial wall was perforated while reaming. The complaint was updated on: 2/3/2015.

Manufacturer narrative:
Additional narrative: depuy still considers this investigation closed at this time.

Event description:
Update on 3/2/16, 3/12/16 - medical records received. Medical records reviewed for MDR reportability. Medical records reported the cup to be very vertical, excessively medialized and inferior in orientation, harm was updated. They also reported squeaking heard 1-2 times weekly, right leg longer than left leg, loss of lubrication and edge loading from cup malposition. The complaint was updated on: mar 16, 2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A complaint database search finds no related reports against the provided product/lot combinations. The product/lot information is not known for the reamer reported as having perforated the medial wall. Xrays and medical records were reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This is a duplicate report of 1818910-2016-22608. This report, 1818910-2015-12462, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2016-22608 .

Manufacturer narrative:
None of the products associated with this report have been returned. A complaint database search finds no related reports against the provided product/lot combinations. The product/lot information is not known for the reamer reported as having perforated the medial wall. Corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.